Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was unknown. Reportedly, the cause was unknown. The paramedics administered a glucagon shot to treat the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor (cgm) data remained above 150 mg/dl on (B)(6)2018. A blood glucose of 40 mg/dl was recorded on (B)(6)2018. A cgm alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. The user had entered personal profile settings, performed the load sequence and began using the pump for the first time on (B)(6)2018. It is possible the user¿s settings needed further adjustment. There is no evidence that the insulin pump experienced a malfunction or failure.